Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2019-00660, 2030404-2019-00114. During a premature ventricular contraction (pvc) ablation procedure a pericardial effusion occurred. After mapping of the left ventricular outflow tract (lvot) was performed, the patient became hypotensive and the intracardiac echocardiography (ice) catheter was introduced, revealing a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.